Event description:
It was reported that during an open sigmoidectomy, all staples were malformed at the 1st firing. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information unavailable.the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.